Manufacturer narrative:
Foreign county - japan  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a hernia procedure. It was reported that during the surgery, the navigation antenna moved slightly and was re-tightened, but the screw insertion was resumed after it was determined that there was no significant misalignment on the images. After insertion, 3d imaging was taken by the imaging system, and several pieces were found to have deviated from the pedicles, so reinsertion was performed and the final tightening was performed. There was a delay of less than one hour.

Event description:
Additional information was received stating that no broken products or fragments were left inside of the patient. No new surgery has been scheduled for the removal of the implant. The probable cause of the reported event was that the cause was a misalignment in navigation due to the antenna movement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.